Event description:
It was reported that the atrial lead dislodged. The patient experienced dyspnea, palpitations and discomfort. The lead was successfully repositioned on (B)(6) 2015. The patients condition was good post procedure.

Manufacturer narrative:
(B)(4).